Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally, air bubbles were observed along the infusion set tubing. The customer primed the tubing to resolve the issue. Customer's blood glucose ranged between 270-350mg/dl.